Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing stage. The customer's blood glucose was unknown. While troubleshooting, the customer stated that insulin exited during the manual plunger push but that the insulin pump alarmed no delivery again during the manual prime. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.